Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Fse observed worn gold platting of the reagent mixer paddle assembly. Fse replaced worn reagent mixer paddle assembly to resolve the issue. (B)(4).

Event description:
The customer reported recovering intermittent high tg (triglycerides) recovery for qc (quality control) on their unicel dxc 600 synchron clinical system. The customer stated that they had likely generated intermittent high patient results as well; but could not confirm. The customer also could not confirm if any erroneous results were reported out of the lab.